Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. According to the digital picture provided, the kinked tube was observed, however the product is not in its original packaging and since the physical sample was not received for evaluation, the exact root cause could not be identified. However, the most probable root cause is due to inadequate use; the instructions for use (IFU) were not followed. According to the IFU included within the product packaging, the failure mode could occur during the medical procedure of insertion. The IFU states that ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed ac cording to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states the feeding tube is nudged closed at the distal point of the tube. A digital photograph provided by the initial reporter shows a kink in the tubing. No patient injury.